Manufacturer narrative:
The device evaluation was completed on 15-dec-2022. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the vizigo¿ sheath valve was leaking. The physician was uncomfortable using the sheath in the left atrium, so the sheath was exchanged for another vizigo¿ to continue the case successfully. No section broke nor separated from the sheath. No air was introduced into patient. No patient consequences. The physician reported about 20-30 cc of blood loss from leaky valve. It was reported that they were in right atrium when that happened. They replaced the sheath before going to the left atrium and issue was resolved upon replacing the sheath. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, there is no evidence of a leakage on the device. Also, the hemostatic valve was not observed dislodged inside the hub component. No damages or anomalies were observed on the photo provided by the customer. The product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then, a functional test of the side port was performed, and no issues were observed. A device history record review was performed for the finished device 50000191 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the vizigo¿ sheath valve was leaking. The physician was uncomfortable using the sheath in the left atrium, so the sheath was exchanged for another vizigo¿ to continue the case successfully. No section broke nor separated from the sheath. No air was introduced into patient. No patient consequences. The physician reported about 20-30 cc of blood loss from leaky valve. It was reported that they were in right atrium when that happened. They replaced the sheath before going to the left atrium and issue was resolved upon replacing the sheath. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).